Event description:
It was reported that normal mode diagnostics would not complete for a vns pt. It is known that the normal mode test will result in "unable to assess" if the parameters are below minimum settings or at times, if the generator does not happen to be stimulating in the normal mode cycle.